Event description:
It was reported that the battery remaining in this device has decreased from 66% down to 1% in twelve months. The device was explanted. There were no additional adverse patient effects. Field safety notices have been delivered to physicians regarding subsets of emblem family devices that have experienced an increased rate of premature battery depletion due to a compromised capacitor from exposure to hydrogen within the device. This device is a part of that population.